Event description:
Procedure type: inguinal hernia repair. According to the reporter: the very tip of the metal covering on the trocar was apparently bent up and made a plastic shaving as it passed through the two cannulas. Two long shavings were seen in the pt and removed. The trocar, cannulas and packaging along with the plastic shavings removed from the pt as well as photos will be sent for evaluation. Plastic shavings were removed from pt without harm. There was no report of unanticipated blood/tissue loss, or extended or time. No pt injury was reported.

Manufacturer narrative:
(B) (4).